Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/05/2025, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-4020c-07 screw broke when it was torqued. This occurred during use in a reinsertion of patellofemoral ligament case with no patient effect. The case was completed using an anchor instead. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture provided that shows the anchor was broken off. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.